Event description:
Customer reports that he changed the infusion set and insulin pump shut off, customer states when he attempted to change batteries, pump did not turn on. Customer's blood glucose was 72 mg/dl. After troubleshooting, screen did not turn on; customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. However, the insulin pump had normal operating currents and no unexpected off no power alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches and cracks on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.